Event description:
Event description guidant received information that this intermedics lead had an impedance of >2500 ohms in bipolar, switched to unipolar and it went to 400s', it was left that way , now it's back to >2500.